Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the metal cap exhibits melting at the output window area; the metal cap is bent. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 205,000 joules, while using the surgical fiber during a prostate procedure, the fiber output beam was observed to not be firing straight and the laser system was going into stanby mode. Time expended: 30 minutes.the procedure was completed using a second surgical fiber.patient outcome: "no damage to the patient" - there was no injury reported.